Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they had an erroneous result for one patient sample tested for triglycerides. The sample initially resulted as 205.6 mg/dl and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2014, resulting as 85.2 mg/dl. The patient was not adversely affected. The triglycerides reagent lot number was 699695. The triglycerides reagent expiration date was asked for, but not provided.

Manufacturer narrative:
Investigations could not determine a specific root cause. The reaction monitor indicates a pre-analytical issue with the affected sample. A sample carry over from a previous high triglycerides sample or a contaminated cell also could not be excluded. Quality controls were fine and the system was confirmed to be running within specifications.